Manufacturer narrative:
E1: reporter email not available in initial. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular system (lvas), serial number (B)(6), and the reported event of sustained ventricular arrhythmia could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. This IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate ii lvas. Additionally, the IFU lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2023, the patient was admitted for sustained ventricular arrhythmia which needed direct current cardioversion (defibrillation) and was discharged on (B)(6) 2023. The arrhythmia was reportedly the patient's primary disease and the event was unrelated to the device.